Event description:
It was reported that a patient experienced atrial flutter and tachyarrhythmia. Approximately 11 days after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient presented with recurrent atrial flutter, underwent electrical cardioversion in the emergency department, but relapsed with tachyarrhythmia. After cardioversion, IV administration of amiodarone was initiated. Atrial fibrillation was reverted tonight. The patient was discharged from the hospital the next day, in sinus rhythm and is considered recovered.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.